Manufacturer narrative:
Device was returned and analysis is pending, another report will be sent when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the device will be returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that there was trouble pushing the lead all the way in with the first battery on the day of the report. The healthcare provider had to use force to get the lead in, and expressed concern. It was indicated that they had impedance issues. It was noted that the rep opened a second implantable neurostimulator (ins) before calling technical services. The rep was going to send the first ins back for analysis. The second ins was implanted. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
Final analysis of the neurostimulator ((B)(4)) revealed that the setscrew was backed out too far. An attempt was made to screw the setscrew back into place but was unable to as it was cross threaded. They were able to get good stable output on #1, #2, and #3 with known good lead but had to poke through the connector port to make contact with #0 due to the setscrew not being able to screw into place. The ins failed impedance test in saline for all circuits to #0 due to the setscrew couldn¿t be tightened down. A known good lead was inserted until the blue tip was observed all the way into the lead port. A known good lead was inserted and withdrawn 3 times into the connector port. Insertion spec: =3.0 lbs. Withdrawal spec: =2.0 lbs. Results: insertion=0.65, 0.71, <(>&<)> 0.61 lbs; withdrawal=0.31, 0.43, <(>&<)> 0.35 lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.